Event description:
It was reported that when the provider was irrigating, the foley balloon "busted", and the foley "slipped out". Per the customer contact, "the balloon itself looks sliced".

Manufacturer narrative:
It was reported that when the provider was irrigating, the foley balloon "busted", and the foley "slipped out". Per the customer contact, "the balloon itself looks sliced". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update to h6: after further investigation, it was determined that the investigation involved testing of the actual/suspected device, trend analysis, and analysis of production records. No device problem was identified or detected. If any additional relevant information is identified or obtained, a supplemental medwatch will be submitted.